Event description:
It was reported that the customer had normal blood glucose levels of 116 mg/dl. The customer reported that the insulin pump had scratches on the display as a result of crashing while on a mountain bike. The customer reported a weak battery alarm, a low battery alert, a battery out limit alarm and a failed battery test alarm from the insulin pump. Troubleshooting was done. A new battery cap for the insulin pump would be shipped. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)